Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed evidence of partially discharged batteries being installed. The battery cap's slot was damaged and the cap was unable to attach to the pump. There was a battery compartment crack observed from the thread area to case seal. The battery compartment threads were damaged. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button cover was torn, but still responsive.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.